Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between 19-feb-2019 and 16-oct-2019 the right ventricular pacing threshold showed steady values around 0.7v. The right ventricular sensing amplitude showed steady values between 9mv and 14mv, the right ventricular pacing impedance showed steady values around 600ohms and the right ventricular shock impedance showed values between 83 and 110 ohms. The available iegm episodes showed artifacts in the rv channel as well as inadequate chargings and one inadequate shock, as described in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Noise was reported on the rv lead, patient has received 2 shocks from the device, with another 3 events of capacitor charging with termination. First event recorded on (B)(6) 2019, 2 events (B)(6) 2019. Lead was capped and replaced.